Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, the reported issue was not confirmed and no ventilator inoperative or reboot entry was found in the event log. Event log did indicate that power off and power on were initiated while operating on a detachable battery. Determination made that there was no abnormality with device.